Event description:
"Pt was receiving an arsenic-based chemotherapy drug. The IV cassette ruptured while infusing resulting in fluid running into the plum IV pump mechanism and into another plum IV pump on the IV stand. The liquid was leaking through the diaphragm where it appeared to be split or cracked. The secondary port cap was securely in place. The two IV pumps, as well as the tubing, had to be boxed, bagged and disposed of by the hazardous materials dept. The facility determined that there was no suitable process for decontamination." The customer was contacted for add'l info. The medication infusing was trisenox. The pump was programmed to deliver 250ml over 3 hours. Reportedly, at the expected time for the chemotherapy completion, the nurse noted that the chemotherapy had leaked onto the two pumps and there was solution on the floor. The customer reported that by observing the amount of solution on the floor, it was estimated that the pt received most of their dose. The nurse stayed with the pt and kept the solution running until the infusion was complete. There was no skin contact with the chemotherapy by the pt or the nurse. The two pumps were disposed of prior to the serial numbers being identified. Though requested, there was no further info available.